Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018. The customer blood glucose value was 500 mg/dl at the time of incident and current blood glucose level was 157 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the blood glucose was not coming down with bolus through insulin pump. Customer does not allege pump was under delivering. The reservoir will not be returned for analysis.